Event description:
Had interceed put in following a hysterectomy in 2003. I had a very serious infection to follow with a softball size ball of puss that compromised the interceed. Pain began in (B)(6) 2012 and I have since been unable to work from the leg, back, hip and pelvic pain.